Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable over time due to charging issues. As a result, the patient's ipg was explanted and replaced.

Event description:
Follow-up revealed surgical intervention addressed the patient's issue.